Event description:
A healthcare worker complained of a rash with swelling on her hands and feet after using an unspecified endoscope reprocessor with the disopa solution.the customer reported that the worker has an individual user sensitivity issue.